Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the augment seized to the tibial trial. There was no surgical delay or patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that augment seized to tibial trial. Came in office set. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the attune rev t augtr is attached to the attune rev fb trial. A functional test was performed and the augtr was unable to disassemble from the trial as intended. The reported jammed condition was able to be replicated. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like assembling the devices when they are not aligned correctly, over tightening the mating device or have the threads stripped. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune rev t augtrl 10mm sz1ll would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.